Event description:
It was reported that when connecting the surgical fiber to begin a prostate procedure, the fiber card did not permit fiber function; 0 joules were used. The fiber was replaced and the case proceeded using a second fiber; at 165,696 joules while using the second fiber, a decrease in tissue vaporization efficiency was observed. The case was completed using a third fiber. There was no report of injury. This report is for the second fiber used.

Manufacturer narrative:
(B)(4). Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Burnt detritus and devitrification of the cap output window were also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The circumferential fracture issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.